Manufacturer narrative:
Product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information reported the patient had a temporary discontinuation of stimulation as an intervention. They were given new programs in (B)(6) 2015 and the device was turned back on. Outcome is still unknown, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's device system was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp for a clinical study reported the event resolved without sequelae on (B)(6) 2015.

Event description:
It was reported the patient had undesired stimulation. The patient fell on the ice and reported occasional tingling sensation down their left leg. The intervention included reprogramming and new programs being added. The event was ongoing.